Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, and broken battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 39 mg/dl. Customer treated by eating. Customer stated the blood glucose was low because he took break from the insulin pump and was on manual injection. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.